Manufacturer narrative:
The logbook was available for investigation. The analysis showed that not only the cockpit restart was performed as reported by the users. On (B)(6) 2016 the ventilation unit v500 has also performed a synchronous restart. The restart of ventilation unit v500 and cockpit c500 was triggered by the security software of the device, because there was a temporary interference between two communication interfaces within the software. The restart of the ventilation unit took about 8 seconds. In this time the breathing system is opened to the atmosphere, so that spontaneous breathing is possible. The ventilation unit starts again with the ventilation with the previous setting values, before the cockpit restart (about 45 seconds) is completed. Then the cockpit displayed the restart. The minute volume is reset. Therefore, mv-low-alarm is alerted, as long until the lower alarm limit is reached again. The restart has corrected the temporary interference. The device is further used on patients. There were no other abnormalities reported.

Event description:
It was reported: during operation the device has failed. The screen went dark. According to a staff member, the device has further ventilated. After some time "the screen came back" with the message "cockpit restarted". There was no injury reported.